Event description:
It was reported by sales rep that during an unknown surgery on (B)(6) 2022, it was observed that 5.5/6.5 healix advance awl had a dull tip. The same device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial mewatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation confirms the sharp tip at the distal end appears to be flattened, confirming this failure. Also, the distal part was dull to the touch and found with scratches. The healix had wear marks; but the laser line is still somewhat visible for correct insertion depth. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The possible route cause can be attributed this damage in the tip when the device might have been dropped or device was tapped against a hard surface accidentally. It is determined that the reusable instrument is worn from repeated use and servicing, this failure can be attributed to normal field wear. However, it cannot be conclusively affirmed. As per IFU: the precautions for this type of device consist of to inspect the condition of the device prior to use. This device can damage, worn or bent; therefore, when this occurs it need to replace. The instrument life is generally determined by the wear or damaged from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.